Event description:
A review of programming history was conducted and system diagnostic results were found indicating that high impedance results were obtained. Attempts for further information have been unsuccessful to date.